Event description:
Spontaneous. Pt reports they are currently experiencing a cassette malfunction and was not able to determine what was causing the problem. Rph advised pt to mix and attach a new cassette, pt did so and is currently infusing with no problems. Pt threw the defective cassette away; lot number unknown. Pt has additional cassettes on hand, does not need replacements dispensed. Pharmacy is also replacing pump serial number (B)(4) as pt reports it is constantly beeping. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Pumo is, cassette is not. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Cassette is not, pump is, did we [MFR] replace the cassette? No, pt has supply on hand, did the patient have additional cassettes they were able to switch to? Yes, if yes . If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to cvs/caremark by: patient/caregiver.